Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a dark image. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in the results of the final investigation. Corrected fields: b3, h6, h8, h11. The device was not returned to olympus for inspection. However, the reported failure was confirmed through investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: replacement of the xenon bulb in the light source due to exceeding 500 hours of operating time. The device is technically efficient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.